Event description:
It was reported that the patient called out stating he had what he believed to be air in his tubing. Patient paused the IV infusion pump and clamped the IV tubing. Rn inspected the IV tubing and found no signs of damage. Two large air bubbles on the tubing below the IV pump was noticed by the bedside rn. The rn changed the infusion to a different device and had no complications. There was no patient harm.

Manufacturer narrative:
The customer¿s experience with air in the patient tubing was not confirmed. The primary administration tubing set was not received for investigation. Review of the returned pump module s/n (B)(4) event log showed that the pump module was configured for an air bolus limit setting at 250 l and accumulated air enabled on the date of last use. Review of the pump module event log found that no infusions were programmed on the customer¿s reported incident date of (B)(6) 2019. With the device set at a 250 l single air bolus alarm limit, the largest air bubble size that could pass through the air-in-line (ail) sensor without triggering an alarm could be as large as 1.67 inches in length. Air in line threshold testing was performed on the pump module. No abnormalities were observed in the air detection system. Smaller single air bolus settings (50 ul, 75 ul) are available to the customer. The devices were being used for treatment purposes. The root cause of two reportedly large air bubbles having been inside the tubing below the IV pump was not determined; the primary administration tubing set was not returned for investigation. The proximate cause of the customer complaint of a failure to alarm for air in line is suspected to be the size of the air boluses not being large enough to trigger an alarm at the customer¿s 250 ul setting.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race: african american. Admitting diagnosis: sickle cell disease.

Event description:
It was reported that the patient called out stating he had what he believed to be air in his tubing. Patient paused the IV infusion pump and clamped the IV tubing. Rn inspected the IV tubing and found no signs of damage. Two large air bubbles on the tubing below the IV pump was noticed by the bedside rn. The rn changed the infusion to a different device and had no complications. There was no patient harm.